Event description:
It was reported that a male patient experienced a hip revision due to pain; after the revision the patient continues to allege ongoing pain and nerve damage. Upon revision, the patient's acetabulum was found to be loose, and his acetabulum had a small fracture. There was evidence of corrosion at the superior aspect of the taper in the femoral head. The post-op diagnosis was local tissue reaction secondary to the head/neck corrosion. No additional information was provided about the patient or event. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00685, 1038671-2017-00686, 1038671-2017-00688 and 1038671-2017-00689.

Manufacturer narrative:
The complaint product was not received for analysis. This is a clinical event. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. A review of the device history records was conducted for all the parts. All aspects of each device were accepted with conformance to the device requirements. No other complaint reports involving parts from any of the manufacturing lots have been received. Therefore, the revision does not appear to be the result of a manufacturing-related issue. There were no user-related issues reported. In a review of the labeling, it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Bone quality must be considered to ensure that the prostheses does not subside or migrate within the femoral canal or acetabulum; fracture of host bone should also be considered. Such events could result in adverse outcome. Longevity of the implant depends on the weight and activity level of the patient, patient mortality, or need for component replacement secondary to patient weight and activity level. The expected useful life of an hip system component may be compromised in a very large or overweight individual and/or one who has a physically active lifestyle, or has an unusual gait due to an unrelated abnormality. Total joint surgery risks include weakness, pain, and/or numbness. Device specific risks include fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision and unintended bone fractures. Paget's disease tends to be a localized disorder of the skeleton with a wide range of skeletal involvement. Paget's disease notes that a common feature is pain that is skeletal, joint, neurologic or muscular in origination. Radiologic features of this disease often begin with a noticed localized area of osteolysis which then advances. With time this then becomes osteosclerotic, once the entire bone is affected an entire lesion is sclerotic with osteolysis. (1) the pain, acetabular bone fracture, and postoperative diagnosis of local tissue reaction secondary to the head/neck corrosion reported was likely the result of patient underlying conditions to include paget's disease, history of trauma caused by falls, osteoarthritis, over activity and other joint maladies. (1)singer, f. (2016, january 8). Paget's disease of bone. Retrieved 2019, from https://www.ncbi.nlm.nih.gov/books/nbk279033/. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2006. Revision - reason unknown.